Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired and the cause of death was unknown. Approximately 3 days later, information was provided to the manufacturer by the hospital indicating that the vad coordinator received information from emergency medical services (ems) documentation that the patient was found unresponsive and cyanotic. The patient was intubated for respiratory failure and chest compressions were initiated. The patient was then coded at an outside hospital for 50 minutes. To the vad coordinator's knowledge, the pump was running as confirmed by a green light and both batteries were fully charged. An autopsy was not performed and the cause of death is unknown. The patient had been seen in the clinic the week prior to the event and was reportedly doing very well. The patient was considering transitioning to hospice care. The patient did not have an ICD as it had to be removed during her last hospitalization related to infection.

Manufacturer narrative:
Approximate age of device: 9 mos. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.